Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after inserting a bd saf-t-intima IV catheter safety system into a patient, the needle protruded out the side of the tubing when the stylet was retracted. This resulted in a contaminated needle stick injury to the nurse. The source patient received routine post exposure lab work and tested negative for any communicable diseases. The nurse was given needle stick counseling and declined to have lab work done after it was determined that the patient tested negative. No additional medical interventions were provided.

Manufacturer narrative:
Results: one used unit was received without original package and exposed cannula. A visual inspection revealed the needle through the tubing approximately 3/4 inches from the wing/inserter. The unit was received activated and the clamp slide also was found activated before remove the stylet. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that based on the received sample an incorrect activation occurred because the clamp slide should not be activated while the stylet is within the tubing.